Event description:
Ligasure used to cauterize tissue on two sides and also cut the tissue. Product cut the tissue, but did not cauterize, which resulted in patient bleeding during a surgical procedure. Patient undergoing a radical abdominal hysterectomy when the incident occurred.